Event description:
The customer reported that the sys displayed an "ma on in error" error message. The sys will not operate with this error and will most likely shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable at this time.